Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose levels and a no delivery alarm on his insulin pump. Customer's blood glucose level is 449 mg/dl. He treated with two bolus deliveries. Customer mentioned that the last time he had a high blood glucose level, the tubing was occluded. During trouble shooting, the drive support disk appeared normal. There were no air bubbles in the tubing. Insulin exited the tubing during a manual prime. No leaks were found. The device's history was accurate. When the infusion set was changed, the cannula was bent. It was explained to customer that high blood glucose levels are usually due to site or infusion set issues. Customer said the site was a little sore. Customer was advised to monitor the device and check the website for additional resources. Nothing further reported.